Event description:
On august 5, 2024, senseonics was made aware of an incident where the patient developed infection and pus at insertion site. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics. Name of the medication was not provided.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics. The name of the antibiotics medication was not provided by the patient. The infection healed after taking medication and the patient is doing fine. This incident does not require further investigation.